Event description:
During use of this product, catheter damage occurred, resulting in arterial blood leakage and blunt needles; 7 units affected (1 unit with catheter damage, 6 units with blunt needles); samples cannot be returned; photographic and video evidence is available; green claim processing is required; a complaint response letter is needed; a complaint receipt letter is not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the video submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the video. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.